Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that the pt has stimulation but is usable to communicate with the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Follow-up on this issue found that the pt is still experiencing charging problems with use of the replacement charging system. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.